Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed that there was a recharge antenna failure, antenna test temp. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they were charging the implant this morning when they saw a message saying the controller battery was low, even though the controller was at 50%. Pt then later went to check recharging progress and saw controller 70%, implant 90%, but then batteries low, replace controller batteries soon message came up. Pt said they eventually got to 100% charge. Pt said their rep didn't know what that meant and had pt call ps. Pt checked for damage to recharger (rtm) and controller (didn't see any), reset controller, and cleaned connections. Pt was able to start recharging the implant on excellent (controller 100, implant 90). Pss reviewed to monitor charging after troubleshooting during the call and call back should the issues continue. Pt called back stating they called last week for troubleshooting which seemed to work but yesterday when recharging the ins they were getting system problem rm03 and the rtm was getting hotter than normal. The pt was getting settings not available cant adjust settings so their rep said to play with the settings but pt had very little success with relief in their legs. Pt noted they could sometimes get past settings not available. Ps closed case. Pt called back stating they received their replacement recharger and they were able to charge their implant from red with triangle to 30% after two hours. Pt stated their implant did not increment past 30% even though it was recharging excellent and flashing greenlight. Pt mentioned when they went to recharge controller, it was at 40% and after 20 min, controller was still at 40%. Pt plugged controller into wall during call and saw controller recharging and flashing green light at 40%. Agent had pt check battery compartment pins and pt did not see damage. Agent asked pt to inspect controller compartment, and pt stated 3 of the pins look more dull than the rest. Pt stated li bp looked fine and they denied any falls or trauma. Agent emailed repair to replace controller.